Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no impact to the customer¿s blood glucose. Reportedly, the customer simply cleared the alarm to address the issue. Additionally, the customer reported that the bolus calculation screen showed that 220 units were entered at the manual entry field, however, the customer reports that they had not requested a bolus from the pump. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged bolus calculation issue could not be verified.